Event description:
It was reported while using bd vacutainer® serum blood collection tubes, erroneous results were seen in an unspecified number of specimens. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B.3. Date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: material #: 368175 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (erroneous results-unknown) because the lot number is unknown. Additionally, no erroneous analyte was reported by the customer. The affected analyte(s) must be specified in order to perform clinical testing. Based on the complaint information provided potential affected analytes include hiv and hepatitis b. Certain infectious disease assays, in this case hiv and hepatitis b testing, are excluded from our protocols. Therefore, we are at the present time, unable to perform internal clinical testing. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.